Manufacturer narrative:
(B)(4). During the revision the insert seemed melted in the point with higher degree of dysplasia. Examination of the returned devices confirms it has been deformed from its original specifications. The damage evident on rim of the 10 degree feature is consistent with stem impingement and subsequent femoral head dislocation. The bearing wear identified on the articulating surface indicates the femoral head may have been eccentrically loading the liner. Review of the liner device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information made available. Product problem has not been identified and corrective action is not indicated. Monitor via sep-419. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch, a followup medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation. During the revision the insert seemed melted in the point with higher degree of dysplasia.